Event description:
Same case as MFR report #: 2134265-2009-02081. Taxus express2 post market surveillance study. It was reported that following a coronary artery drug eluting stenting treatment procedure, the pt developed in-stent restenosis. The index procedure treated the mid rca (right coronary artery), proximal circumflex, and distal circumflex. The 2.5x52mm, 99% stenosed mid rca was treated with predilation using a 2.79x15mm balloon at 20 atm and placement of two overlapping taxus express2 stents (2.75x32mm and 2.5x24mm at 14 atm) resulting in 0% residual stenosis. The 3.5x15mm, 75% stenosed proximal circumflex was treated with predilation using a 2.07x20mm balloon at 10 atm and placement of a 3.5x16mm taxus express2 stent at 14 atm resulting in 0% residual stenosis. The 2.5x22mm, 90% stenosed distal circumflex was treated with predilation using a 2.07x20mm balloon at 10 atm and placement of a 2.5x24mm taxus express2 stent resulting in 0% residual stenosis. The pt was discharged one day post procedure on bayaspirin and plavix. No angina was found on the one month and six month follow ups. The pt returned on day 247 and restenosis of the mid rca was confirmed. Reintervention on day 290 treated the 90% stenosis of the 2.5x10mm mid rca with a bare metal stent resulting in 25% residual stenosis. The pt condition improved and the pt was discharged on day 293. The investigator assessed this event as definitely related to the study stent.

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The manufacturing records related to this batch were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. It was not possible to determine a definitive cause of the reported stent restenosis; however, the most probable root cause of this event is anticipated procedural complication, because stent restenosis is a known physiological effect of the procedure and is noted within the directions for use (dfu).